Event description:
The patient had a preset tidal volume of 400ml plus of 5 of peep on ventilator. The sleeve of the suction catheter began to inflate. The suction catheter was replaced. There was no adverse outcome.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.